Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an adverse event occurred. Date of issue is an approximation. The sensor was inserted into the abdomen. The patient reported that he was hospitalized for hyperglycemia because of a sensor failure during warm up, indicating the sensors only last him 2 days. The patient has decided to stop using the system and declined to provide any additional information about the event including symptoms or treatment. No data or product was provided for investigation. Confirmation of the allegation was undetermined. The probable cause could not be determined. No additional patient or event information is available.